Event description:
The lay user/pt contacted lifescan alleging that one touch ultra would not turn on. During the last part of april, the pt went to the emergency room (ER) for a foot check due to numbness. The pt had a blood glucose result close to 500 mg/dl on the ER's meter and was given"IV glucose". The pt atttempted to use the meter at that time but it was not working. The pt also reported a reading of "175 mg/dl" but no other details were provided regarding the reading. The cca verified the following: the meter was not out of the box, there was no meter trauma, and the pt was using the correct test strips. The cca also verified the following regarding the battery: it was in good condition, it was correctly installed, and it was replaced according to the manual. The power issue was unresolved with troubleshooting. The mas was unable to confirm if the pt received "IV glucose" treatment, which is inconsistant for hyperglycemia treatment. It would also be helpful to obtain the following: when the power issue standard, when the pt obtained the "175 mg/dl" reading, and if the pt made any changes to her diet and medications due to the power issue. Based on the provided info, this complaint is being reported because the pt was unable to test, received med attention at the emergency room, and was treated for abnormal blood sugar levels. Also, the power issue was unresolved with troubleshooting. The meter, test strips, and control solution were replaced. Info is still unk regarding the pt's symptoms, her diagnosis, and the treatment received.